Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. The device was inserted into the afs after pre-dilation to place and release the stent in the vessel. After pressing the red release button, the wheel was turned for release, but the middle shaft was not retracted, and the stent could not be released. Rotation of the wheel was possible. The catheter was then removed, and the procedure was continued and completed with a new pulsar-18 t3 catheter.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the distal end of the retractable outer shaft is located at about 1 mm proximal to the device tip. The stent is crimped well below the retractable outer shaft and has not been released. The gluing between the retractable outer shaft and the metal tube which is welded onto the pull-wire has failed. The root cause for the complaint event is most likely related to the manufacturing process of a component produced by a supplier. To prevent recurrence the respective internal departments were informed about this case. The supplier of the affected component was informed and acknowledged the complaint.